Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with mdrs# 1225714-2014-00887 and 1225714-2014-00888.

Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products; associated mdrs# 1225714-2014-00887 and 1225714-2014-00888.

Event description:
Additional information received noted that the patient's experience was sudden in nature and the patient expired on the same day; all of which is alleged to have been caused by the product administered to the patient during dialysis treatment.